Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was jumbled up, there were dots and it looked like computer coding. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump was neither dropped nor bumped. The customer was assisted with troubleshooting. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment or partial display anomaly noted during testing.